Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's spouse reported via phone call of issues with customer's low blood glucose levels. The customer's blood glucose level at the time of incident was 42mg/dl. The customer states they treated with juice. The customer states they just started using the pump and are still not fully trained on it. The customer was assisted with contacting their trainer to receive additional information on pump.